Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22. Annex c: c20. Annex d: d16. Additional information: annex b: b01. Annex c: c16. Annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error 133.6090 was confirmed. ¿ on 3-jul-2024, pcu was received unboxed and with paperwork. ¿ pcu power¿s on without errors but logs show unit had error code. ¿ keypad/fascia has cosmetic damage. ¿ internal inspection revealed no loose connections or physical or component damage. ¿ device to be returned to san diego repair center for processing. ¿ no faults found. No repair required by bd san diego repair center. ¿ failure investigation report uploaded to qn in sap per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device displayed an error code 133.6090. There was no patient involvement.